Event description:
Two patients with discrepant potassium results. Initial results were not reported. Patient 2, initial result 8.0 mmol/l, repeat 5.8 mmol/l. Field service representative determined root cause to be a missing o-ring from the reference electrode which was replaced. Performance tests were performed.

Event description:
Two patients with discrepant potassium results. Initial results were not reported. Patient 1, initial result 4.5 mmol/l, repeat 3.6 mmol/l. Field service representative determined root cause to be a missing o-ring from the reference electrode which was replaced. Performance tests were performed.